Event description:
The surgeon reported that when performing a vitrectomy procedure, bubbles came into the eye via the tubing. This was the second and third time this occurred. Impact to the patients is not known. Additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).